Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No compromised force sensor system alarm noted. The device had the following cosmetic damage: protruded/loose drive support disk, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was squirting out insulin during prime. Her blood glucose was 129 mg/dl. She was changing the infusion set and when she was filling the tubing the insulin continued to flow even after the act button was released. Troubleshooting was performed and in the alarm history it was found the device had alarmed compromised force sensor system. The drive support cap was also noted sticking out. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.